Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 07jun2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly did not pass specifications on measured resistance. The reported complaint of a touch screen assembly failure was confirmed. The resistance ratio was found to be out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number was invalid; unknown. The manufacturer¿s international service technician confirmed the reported touchscreen issue. An attempt was made to calibrate the touchscreen and found that the middle part was not responding. The manufacturer¿s international service technician replaced the touchscreen to address the reported issue. The device was boot up tested and passed, a functional test was performed and the device passed. The device returned to full functionality.

Event description:
The customer reported that the touchscreen was broken. There was no patient involvement. The event date was not specified; estimate used.